Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began reading inaccurately ¿a few months¿ prior to contacting lifescan. The patient stated that she obtained results of ¿158 and 175mg/dl¿ on the subject meter, performed within 20 minutes. Based on statistical methodology, the calculated difference between these results satisfies lifescan¿s criteria for precision. The patient also detailed that she felt the subject meter was reading inaccurately compared with results on another device (bayer), performed within 30 minutes of each other, however could not specify the results obtained on either meter. The patient claimed that on (B)(6) 2015 the subject meter read inaccurately in comparison to results obtained on a doctor¿s meter (unknown brand), reporting that there was a ¿20 point difference¿ between the results, however could not state the time between tests. In addition the patient claimed she obtained a result of ¿158mg/dl¿ on the subject meter which she felt was inaccurate in comparison to her feelings or normal results. The patient manages her diabetes with fixed insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged meter inaccuracy. The patient claimed that she developed symptoms of ¿shaking and panic attack¿ as a result of the meter issue, however could not specify when. The patient stated that on (B)(6) 2015, she visited her doctor¿s office where she received advice from a healthcare professional that she ¿needs a new machine.¿ during troubleshooting the cca noted that the meter was set to the correct unit of measurement and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious hypoglycemic event as a result of the alleged meter inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/21/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.